Manufacturer narrative:
Water leakage from the device and failed to power on probably due to a failure of the hydraulic circuit. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.